Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported all of the patient's programs were auto-reducing and the patient was unable to turn the stimulation on. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his lead was explanted and replaced. It was noted one side of the lead reflected high impedances and the patient had stimulation coverage on one side. Reportedly, effective stimulation was restored postoperative and the issue is now resolved.